Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with "suspected rupture" and "breasts are sagging". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "suspected rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare provider later reported "during surgery implant was found intact.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/ palpability: unable to observe since it is not related to the device. ¿ rupture: not observed no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with "suspected rupture" and "breasts are sagging". The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii with "suspected rupture" and "breasts are sagging". Healthcare provider later reported "during surgery implant was found intact. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15mar2024.